Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of perforation is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a procedure to treat a perforation in the mid left anterior descending (lad) coronary artery. The first 3.5x16 mm graftmaster was being advanced in the guiding catheter and the shaft separated. The device was easily removed and another 3.5x16 mm graftmaster covered stent was advanced to the perforation and implanted at 16 atmospheres; however, the perforation was worsened after deployment. A 4.0x16 mm graftmaster covered stent was implanted at 16 atmospheres and sealed the perforation. There were no reported adverse patient sequela. No additional information was provided.